Event description:
It was reported that the patient was implanted with this artificial urinary sphincter for 14 years and started experiencing recurring urinary incontinence. The patient was evaluated, and the physician identified urethral atrophy. The entire device was replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.